Event description:
It was reported that during a left thyroidectomy the rubber jaw of the device was getting burned by itself. Plastic shavings were falling into wound. The device was replaced. There was no patient injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad partially melted through. Upon evaluation, the blade was found to be properly aligned with the clamp arm and was not noted to be fractured. The tissue pad was damaged (rough and jagged) on one side at the base of the pad insertion groove, which may have been the source of the "flakes." The device was electrically tested and both the foot pedal and hand control buttons operated properly. No error codes were displayed when the device was connected to the generators. The device history record was reviewed, and no discrepancies were noted.